Manufacturer narrative:
It was reported that resistance/friction was encountered during deployment of a stent in a calcified and tortuous right common iliac artery and the stent was noted to be 5 cm shorter than expected. An additional stent was not required as the entire lesion was covered by the stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15286445 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Six units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15286445. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. Crimped stent 10 x 60 mm lots 15282812, 15282174 and 15280928 were reviewed. It was observed during review of these lots that no nonconformances were generated and no incidents were noted that could be potentially related to the complaint reported. One unit was rejected during the assembly of lot 15282812, 3 units were rejected during the assembly of lot 15282174 and no units were rejected during the assembly of lot 15280928. The DHR review confirmed that the rejected units were properly segregated and discarded. The receiving inspection records for the expanded stent 10 x 60 mm lots 201011120089 and 201011110089 were reviewed, and these lots were deemed acceptable. Review of lots 15285489 and 15286446 manufactured before and after complaint lot, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly lot 15285489 and 3 units were rejected during the final assembly lot 15286446. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors and/or vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was male but age was unknown. The target lesion was the right common iliac artery. There was calcification, vessel tortuosity and the rate of stenosis were unknown. Ipsilateral approach was made. A smart control (complaint product) was delivered to the target lesion for direct stenting. During stent deployment, friction/resistance occurred and the stent was placed shortened to 5cm. As the target lesion had been fully covered by the complaint stent, an additional stent was not needed. The procedure was completed without patient injury. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU.